Event description:
Dr was doing a stent insertion. A straight glidewire was placed. A 5fr open end catheter was introduced over the glidewire. The glidewire was removed and an amplatz wire was placed thru the 5fr open end catheter. A standard stent was then placed over the amplatz wire. When attempting to remove the wire from the stent after placement was done, the wire was difficult to remove and upon removal you could observe the wire ''uncoiling''. The stent was dislodged during the attempt to remove the wire. The distal end of the stent was damaged and frayed during removal of the wire. The distal tip of the stent was cut off and a fresh amplatz wire was placed thru the stent into the kidney. The damaged standard stent was removed leaving the fresh amplatz wire in place. A fresh standard stent was then inserted over the fresh amplatz wire. Upon removal of the second amplatz wire the same ''uncoiling'' was noted. The second standard stent remained in place and did not appear damaged after the ''uncoiling'' wire was removed. Items in question were applied medical amplatz wires ref # b8001 both had the same lot # 1046839.